Manufacturer narrative:
(B)(4)

Event description:
It was reported that the driver tip fractured inside of the screw head (uniht).

Event description:
It was reported that the screw removal tip fractured and would not disengage from the abutment screw ((uniht).

Manufacturer narrative:
One screw removal tool, and one titanium hexed uniscrew were returned for inspection. A visual inspection confirmed that the tip is caught in the screw. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer instrument kit system and driva drills 8874 rev 4-07/14. Information identified: the abutment removal tool is an instrument used to disengage the friction-fit connection between an implant and abutment. The abutment removal tool is made of 455 stainless steel. Probable causes for this event are related to product misuse. The screw removal tool is intended for use with zimmer dental screws. The screw removed was confirmed to be a biomet 3i device. The complaint is confirmed. The root cause is likely use error.